Event description:
The pump and catheter were received for analysis; no info was provided with the returned products. The pt was listed as expired in the manufacturer's device tracking system. The hcp did not have any info regarding the cause or circumstances of the pt's death.

Manufacturer narrative:
See scanned page.